Event description:
It was reported that the patient's pacemaker was found in back-up vvi after an attempted software update. The device was restored through the engineering test page. The patient was stable and asymptomatic before and after the reprogramming.